Event description:
It was reported to gems that a pt was laying in the supine position and was rolled over onto their side. The pt reached up with their hands, placing them above their head. The tech was unaware that the pt had repositioned their hands and proceeded to move the table down, breaking the pt's finger. This was a user error, no product malfunction occurred.